Manufacturer narrative:
Upon further evaluation, this event is a non-reportable event due to the low worst-case severity for the immage instrument of permanent injury and probability of harm of remote.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the immage chemistry analyzer and identified the probable cause as a damaged reagent probe and bent mixer paddle. The fse replaced the reagent probe and mixer paddle to resolve the issue. Section a2, a3, a4, a5 and a6: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of false patient results on their immage 800 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient data or demographics.